Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported she discovered a leak while changing the cartridge. Customer stated the leak was from the cartridge and into the pump. Cartridge was discarded. No adverse event reported. No product will be returned.